Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd max sars cov2 flu test the following information was provided by the initial reporter: "the risk for the laboratory is that it will not be able to follow the national recommendations of the (B)(6) and will return false positive results for sars cov2."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Manufacturer narrative:
This MDR should be considered cancelled. It was determined that no false positive results were obtained by the laboratory personnel. This was a product concern about the design functionality of the assay.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd max sars cov2 flu test. The following information was provided by the initial reporter: "the risk for the laboratory is that it will not be able to follow the national recommendations of the sfm and will return false positive results for sars cov2."